Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The pump had a cracked case at the display window corners, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack on the top right corner above the screen. The insulin pump alarmed no delivery. Customer's blood glucose level was 480 mg/dl. She treated her blood glucose level with 4.6 units. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.